Manufacturer narrative:
(B)(4). This medwatch report is in response to receipt of maude event report mw5085850. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure -age: (B)(6) (dob (B)(6)) gender: female weight: (B)(6), date left thyroid lobectomy? (B)(6) 2019. The diagnosis and indication for the index surgical procedure? Left thyroid nodule increasing in size, and displacing the trachea from the midline. By what mechanism does the physician believe that the surgicel powder affected the nerve? Loss of voice immediately post op, severe neck inflammation, tightness over the surgical site, and shortness of breath. I required a laryngoscopy of vocal cords a week after surgery which showed a total paralysis of left vocal cord. I had two post-op visits with the surgeon ((B)(6) 2019 and (B)(6) 2019) at the last visit, the surgeon said there were about 10-11 patients of hers with similar bad outcomes over a short period of time. The or staff looked into possible reasons for this cluster event. Or equipment was checked and notes were reviewed. She told me that the only recent change in the procedure was the use of surgicel powder, so it could ¿possibly be due to this hemostatic agent causing perineural inflammation (surgicel powder: rca currently underway¿), as this reaction had never been reported from previous patients. She felt I would benefit from a temporary vocal cord injection to ¿plump¿ the cord. To my knowledge, the hospital is still investigating if it was in fact the product. I sought the opinion of two different otolaryngology physicians ((B)(6) 2019 and (B)(6) 2019). I had a video stroboscopy and restylane injection done (B)(6) 2019. I have been seeing a speech therapist for 3 months (on-going). I saw an endocrinologist (B)(6) 2019 who did an in-office thyroid and anterior neck ultrasound ¿ central neck - ¿considerable postsurgical changes and reaction in the left paratracheal space¿. Larynx ¿ ¿there is little or no movement of the left false vocal cord with phonation¿. *my follow-up visit to the otolaryngologist for a repeat scoping still shows no movement in cord. Other relevant patient history/concomitant medications - n/a. What is the patient¿s current status? Certain days are better than others. Ongoing tightness and squeezing sensation over surgical site. I constantly feel like there is a wide rubber band around my neck that someone is tightening. I am worried about fibrosis and scarring in neck at surgical site. I have some shortness of breath with exertion. The injection did help me get some vocalization back temporarily, but my current voice is abnormally deep. Unfortunately, the restylane injection is temporary and wears off in about 3 months. I am told I can receive a second and final injection. After that, if there is no improvement within a year, I will need a permanent surgical procedure (which does not come without risk, and is not guaranteed to help) . I saw the speech therapist at (B)(6) clinic (B)(6) 2019 and she suggested a referral to physical therapy for ¿manual techniques of myofacial release.¿ in addition to the discomfort, and physical disability, the injury has had a social and emotional impact on my day to day life. I really hope to receive answers as to what happened, and gain some closure through an explanation. What was the intended use of the surgicel powder? I understand that it was being used as a hemostat agent as a newer way to control bleeding. Attempts are being made to obtain the following information from the surgeon. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. By what mechanism does the physician believe that the surgicel powder affected the nerve? Other relevant patient history/concomitant medications. Product code and lot # . What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? What was the intended use of the surgicel powder? Where was the surgicel powder used (on what tissue)? How much surgicel powder was used during the procedure? Was the surgicel powder left in place? Was medical intervention performed to treat the loss of voice? What does the surgeon mean by ¿reaction¿? Would the surgeon like a phone call comprised of an ethicon cross-functional group that includes medical safety, life cycle quality engineering, medical affairs, marketing, customer quality? The surgeon mentioned that other patients experienced a similar reaction. Please confirm the specific number of patient events / procedures? Have any of these events/procedures been previously reported to ethicon? If yes, please provide complaint file number. For each patient event/procedure please provide additional complaint details: event description. Product code and lot number. Date and name of index surgical procedure? Date that the patient presented with symptoms? Please describe the symptoms. Has any surgical or medical intervention been performed? If yes, results? The single complaint was reported with multiple events. There are no additional details regarding the additional events.

Event description:
It was reported by the patient that she underwent a lt thyroid lobectomy procedure on (B)(6) 2019 and absorbable hemostatic powder was used. The patient reported to the surgeon and hospital serious loss of voice and speech post surgery. Surgeon responded indicating the hemostasis agent, may have caused a possible reaction. Additional information was requested.